Manufacturer narrative:
Correction to the supplemental MDR in b5. B3: estimated based on gfe response from sales representative, considering the progression of the issue over the time.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs patient underwent the replacement procedure due to frequent implantable pulse generator (ipg) charging. In addition to the previous reason, the patient also underwent the procedure due to magnetic resonance imaging (MRI) compatibility and to upgrade to newer technologies. The ipg was disposed per the hospital procedure and will not be returned for analysis. Postoperatively, the patient was doing well and reported being satisfied with the new therapy options received.

Manufacturer narrative:
B3: estimated based on gfe response from sales representative, considering the progression of the issue over the time.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs patient underwent the replacement procedure due to frequent implantable pulse generator (ipg) charging. The ipg was disposed per the hospital procedure and will not be returned for analysis. Postoperatively, the patient was doing well and reported being satisfied with the new therapy options received.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.